Event description:
The pt was implanted with a left ventricular assist device (lvad). The surgeon reported that after 2 months of support, the pt presented with "low flow" and "red heart" alarms. The system controller was exchanged with no resolution to the alarms. X-rays of the percutaneous lead were taken for eval. The pt's platelet count and lactate dehydrogenase (ldh) levels were reportedly slightly elevated. An echocardiogram (echo) performed by the hospital showed the left ventricle (lv) diameter was enlarging. In addition, the lv could not decompressed by the pump, the atrial valve (av) was opening with every beat and there was some concern of hepatic congestion. There was no report of obstruction in the inflow or outflow grafts. The pt's condition reportedly continued to slowly deteriorate and as a result, the hospital made a decision to exchange the lvad. The device was successfully exchanged with another lvad and the pt continues on lvad support without any further issue. Add'l info from uf report# (B)(6). Major pump unit(s) involved: blood pump. Specific component(s) involved: pump drive unit malfunction.

Manufacturer narrative:
The MFR is attempting to acquire the explanted device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed. (B)(6).